Event description:
Customer reports 4 incidents of blood leaks in 2001 on reuse #9 - 14 during pt treatment. Noted by blood leak alarms and confirmed with hemastix. Estimated blood loss was 100 - 150 cc's per incident. Treatments were continued with new dialyzers and new bloodlines without incident. No pt injuries or medical intervention reported.